Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 500 mg/dl, current blood glucose is 111 mg/dl. The customer reported that the suddenly blood glucose was in range of 250-275 mg/dl while fasting and customer woke up on sunday morning and blood glucose was 585 mg/dl, customer treated this high blood glucose with insulin pump and injections. The customer's husband took her to the emergency room and her blood glucose was 486 mg/dl. The insulin pump will not be returned for analysis.